Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a co2 rebreathing risk error. The device was in clinical use when the issue occurred. No patient or user harm was reported. The remote service engineer (rse) noted that the customer has a v60 ventilator that has a co2 rebreathing issues. The customer verified that there was an error code 1201 and 1203 in the history event log. The customer also stated that the average air display was reading 1.6 slpm, even though the device was set to 0. The rse recommended replacing the flow sensor assembly or gas delivery system. The customer was provided with the part ids in order to purchase replacement parts.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17743.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID; however, it could not be confirmed if the customer replaced the specified parts.multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 01/11/2023, 01/25/2023 and 02/01/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11:updated contact information, contact office entity, and manufacturing site.